Event description:
It was reported that the ics central station rebooted several times while monitoring patients. There was no patient injury reported associated with this event. The ics has reportedly remained in use. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.